Event description:
A surgeon reported that an intraocular lens (iol) was replaced due to dislocation. Additional info has been requested.

Event description:
A surgeon provided the following add'l info. The pt had an anterior chamber lens implanted in 1990. This was replaced with a different model lens on 8/16/2000. However, postoperatively, the pt's nasal iris remained distorted from the prior intraocular lens (iol) and the peripheral anterior continued to progress. The lens was explanted without complications. The pt's current visual acuity (va) was not provided. Va prior to this procedure was 20/400.